Event description:
It was reported that during implant with a competitor lead, high capture thresholds were observed. When the lead tested normal via analyzer, the device was replaced without any further complications. Patient was fine after event.

Manufacturer narrative:
The reported field event of capture anomaly was confirmed in the laboratory during bench testing. The pacing output was tested on the device, and no pacing output was observed. The pacing output anomaly was lost during testing and could not be reproduced. The device was tested using automated test equipment, and no anomaly was found. The cause of the capture anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.